Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the tubing became disconnected from the pump inlet and the reservoir emptied. The tubing was tie-banded to the pump and worked correctly. The product was not changed out. There was no pt involvement as this occurred during prime. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, terumo is still investigating this issue, and will be submitting a f/u report when more info is available. (B)(4).